Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent torn material, inside the patient.

Event description:
It was reported that during the flexible ureteroscopy procedure, the stent was found torn in the distal part. The procedure was completed with another same stent and there were no patient complications reported as a result of this event.